Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was to be used during a procedure on (B)(6)2009. According to the complainant, during preparation, the physician noted that the needle leaked at the sheath. Difficulty was also experienced when retracting the needle into the sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).